Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with minor scratches on lcd window and case. Unit received with broken belt clip slot. Unit received with cracked end cap.

Event description:
It was reported that the customer had left the insulin pump on the back of the car and forgot it. The pump was then run over by another car. Customer's blood glucose level was 145 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.